Event description:
The patient stated in the past couple of days she has been going to the bathroom over and over. The patient stated the event date started few days ago. The patient reported that the change in symptom/therapy was noted as sudden. The patient was not feeling stimulation while therapy was not on. The patient turned the device on but did not resolve the issue. The indications for use for this patient were urinary dysfunction /sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.